Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 05/14/2021.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a short nose clamp for the outlet port of a plastic container put holes in the tubing of the plastic container which resulted in a leak. This event was observed when the short nose clamp was used to clamp the outlet port of a plastic container during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.